Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia. The infusion device was unavailable for use during the afternoon due to the plunger being stuck on the piston rod while the patient was trying to change the insulin cartridge. The patient's blood glucose level was "up to 600 mg/dl" on an unknown device. The patient's blood glucose result was "hi" mg/dl "several times" on the patient's blood glucose monitor taken at an unknown time. The "hi" mg/dl result, which on the system indicates a result in excess of 600 mg/dl. The patient was treated with insulin at the hospital. The patient was hospitalized for 1 day. The infusion device was requested to be returned for product evaluation.